Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 sensor test during pre-use check. Our field service engineer (fse) investigated the ventilator on site and the issue has been resolved by replacing the air gas module and the o2 sensor cable. The replaced parts were returned for further investigation. Simulated use testing of the returned air gas module and the o2 sensor cable passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).